Event description:
The balloon ruptured at 6 atm (2 atm below 8 atm burst rate) on first inflation in a calcified lesion. The lesion was in the left anterior descending artery and the balloon was used to pre-dilate the artery for a stent.